Event description:
Complaint description: new etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint: patient was revised to address hip pain. Update rec'd 3/19/15 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort. There is no new additional information that would affect the investigation. Update 11/19/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain. There is no new additional information that would affect the existing investigation. The complaint was updated on:12/8/2015 update ad 30 aug 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges metal wear, metallosis and elevated metal ions. Added law firm, surgeon and expiration date to the head and liner product. Updated patient's identifier and an impacted product record for the stem was added due to alleged elevated metal ions. Doi: (B)(6) 2006, dor: (B)(6) 2012 (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges metal wear, metallosis and elevated metal ions. Doi: (B)(6) 2006, dor: (B)(6) 2012, (right hip).